Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal left circumflex. Patient was asymptomatic at 30 day, 6 month 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow-up. Approximately 3 years and one month post index procedure, the patient was rehospitalized. A myocardial infarction (mi) was confirmed (acute stemi). The location of the mi is unknown. Four days later, the patient is fitted with pacemaker.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).